Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg),displayed as "high" on cgm. Elevated bg was not addressed. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer reported using insulin and cartridges for approximately 3 days (72 hours) with humalog. Tandem technical support educated the customer that per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog". Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.